Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that there were multiple defects (including missing printing, sterile breach, foreign matter) found with multiple bd¿ blunt filter needle. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Investigation summary: three photos were received for evaluation by one of our quality engineers. The three photos show an epoxy dripover on the hub, an unshielded needle, and several packages that are missing the batch number therefore failure modes are verified. An epoxy dripover generally occurs when the epoxy applicator fails to shut off for a missing cannula. It is the operator's responsibility to continuously monitor for and remove epoxy dripovers. The unshielded needle may have become disconnected during air-vey from or orientation at the packaging operation. A second operator monitors the product during packaging. The missing print was likely due to a dirty print head. Print heads are cleaned as needed. The missing print is an isolated incident. The missing shield and epoxy dripover do not exceed the acceptable quality limits for these defects. A device history review was completed and it was noted that assembly batch 7297990 had 101 visual inspections performed on 5,050 parts with one defect noted for epoxy dripovers. Approximately 42,000 parts were scrapped. No other defects were found. No quality notifications were written for this batch, nor for the associated assembly batches. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.